Event description:
It was reported that, during a cori-assisted tka surgery, when the surgeon began to mill his distal femur, they noticed there was a lot of red showing up in the femur bone removal screen. They verified the checkpoints and confirmed nothing moved ((B)(4)). They inserted an actual checkpoint and redefined the femur check point. The surgeon started to mill the lateral condyle and the burr fell out ((B)(4)). They reinstalled the burr and calibrated. The surgeon refined the medical condyle and it turned a deeper red. He milled the lateral condyle without issue. They went back to plan and superiorized the femur 3mm to see how much they over resected. The 3mm refine removed all of the color minus a few red spots. They looked at the plan to see if they could adjust it to stick with journey 2. The decision was made to switch to legion primary and prepare for a distal augment. The plan was adjusted accordingly and the surgeon milled his medial distal condyle for an augment. Surgeon then finished his femur, milled his tibia, and trialed with the appropriate trials and then implanted the appropriate implants. At the end of the case, they could not remove the long attachment from the drill ((B)(4)). There was a significant delay (greater than 30 minutes) in the procedure. The patient outcome is unknown.

Manufacturer narrative:
Section h10: the real intelligence cori used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. Screenshot review confirmed the overcut of the distal femur. The refinement of the medial condyle causing a deeper red was also confirmed. As reported, the user adjusted the plan and resected an additional 3 mm from the distal femur, where there was only a couple of small, light red areas. However, it cannot be confirmed whether the actual overcut was 3 mm. It is likely that the bur was not entirely secured upon bone removal, thus causing the overcut. It is possible for the drill to pass calibration with an improperly inserted bur, which is a user error. The bur is secured when the user inserts the bur until a click is heard, as instructed in the bur set up screen. Refer to the real intelligence cori for knee arthroplasty for setting up, unlocking, and loading the bur. The clinical/medical evaluation concluded the following: ¿based on the information provided, the clinical root cause of the reported events could not be definitively concluded. The reported patient impact was the overly resected femur, change in planned component-lines with augmentation/surgical procedure, and the greater than 30 minute surgical delay. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available and/or a product evaluation conclusion results in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no further containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).